Event description:
It was reported the patient had possible vegetation and endocarditis seen on echocardiogram. The device and leads were removed. During the explant, the pocket had a large amount of drainage and pus/purulent fluid and culture were taken. The cultures were positive for gram positive bacilli. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6947, implantable pacing lead, implant date: (B)(6) 2013, explant date: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found.

Event description:
Additional information was received that approximately two and a half months following explant of the device and lead, the patient was readmitted with a fever. Cultures were positive for mycobacterium gram negative rods. The patient was placed on antibiotic therapy and was followed by an infectious disease physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.